Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being in "bg-run" mode after unsuccessful attempts to connect a dexcom g7 sensor. The user's highest blood glucose (bg) level was 304 mg/dl. Troubleshooting steps were performed, but the sensor did not reconnect and a ¿replace sensor¿ alert was received. The user replaced the sensor, successfully entered warmup, and glucose levels subsequently returned to bg range. The user experienced stress during the event. The user self-managed the event without outside assistance or medical intervention. No long-term health effects were reported.